Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7199412.

Event description:
It was reported that the patient cut lead during trial and the lead had migrated. No device malfunction suspected. The patient was sent to ER (emergency room) and the lead were explanted. The explanted lead was intact and will not be returned.